Event description:
Per provider unit will not go back down.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 3004493922-2013-00742. This report was filed erroneously. It had been reported that a rps350-1 reliant stand up lift will not lower. Potential for injury due to a patient being stuck in an elevated standing position is not likely as the lift comes equipped with a primary and secondary release to lower the patient. This lift is also equipped with an emergency stop button.